Event description:
It was reported by service report that the jack is stuck in the lowest position and the left toprail is broken at the mounting flange and cannot be latched in the upright position. No pt involvement or adverse consequences are reported.